Manufacturer narrative:
(B)(6). Two batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The returned batteries passed visual and functional testing. The batteries performed proper mating and lock actions when connected to the bench test controller. The power connections with the controller was reliable. The reported event of the batteries "toggling" could not be duplicated at the bench level. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving bat313710, bat318969, bat303406, bat313482, and bat318874. (B)(4) is investigating communication errors. Log file analysis did not reveal any power disconnect alarms. Additionally, both batteries could properly display all led light indicators, communicate with a controller and charge when placed on a battery charger. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Other device involved in this event: bat318969-UDI number: (B)(4). FDA codes are the same as the device in question. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
**Other device involved in this event: battery/bat318969; cat#: 1650; exp. Date: 03/31/2017; mfg. Date: 03/31/2016; this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the "patient was seen in clinic reporting battery toggling. No alarms noted upon interrogation but audible power disconnect heard and seen after connecting one battery to power port #2 by patient at home. The other battery had 3 bars noted on battery indicator light but no charge noted when placed on battery charger or when connected to patient controller, not recognizing power source and no lights illuminated indicating a power source connection." An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information available.